Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient had passed out. Patient's mother took the patient to the emergency room and was admitted that afternoon. Patient's mother was unsure if continuous glucose monitor (cgm) portion was working at the time. The patient's was not receiving corrections from insulin pump. The patient was released the night of the following day and is in much better condition. No additional patient or event information is available.